Event description:
A malfunction with code malf 12 was reported by the customer, and it was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which was understood and acknowledged by the caller.